Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was reproduced during troubleshooting. According to received information replacement of the o2 gas module is required to solve the issue. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.